Manufacturer narrative:
If implanted; if explanted; give date: the intraocular lens was inserted and removed during the same procedure. (B)(6). (B)(4). Device evaluation: product testing could not be performed since the product was destroyed by the customer. The reported complaint was not confirmed. Manufacturing records review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specification. A search revealed that no additional complaints for this order number have been received. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that during a post-operative examination, the intraocular lens, model pcb, implanted in the patient's eye, was observed with a broken haptic. Surgeon decided to remove the lens during the same procedure. In order to remove the lens incision was enlarged. All the information available were submitted.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are (B)(4) and CAPA (B)(4) .